Manufacturer narrative:
The patient's therapeutic range is 2.0 - 3.0 inr. The customer returned the meter. The test strips were not returned. A specific root cause was not identified for this event. The meter appeared undamaged and clean on the outside. The returned meter was measured with the retention test strips 196639-10 in comparison to the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and internal reference meters were used. Donor #1: master lot and reference meter: 3.1 inr. Donor #1: retention strips and customer meter: 3.0 inr. Donor #2: master lot and reference meter: 2.7 inr. Donor #2: retention strips and customer meter: 2.8 inr. The maximum difference between measurements with the same blood sample was 0.1 inr. The returned customer material and the retention material meets specification.

Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer initially complained of errors on her coaguchek xs meter with serial number (B)(4). The customer also questioned high inr results from her meter compared to a laboratory using the dade innovin method. Based on the data provided from 6 comparisons, the results from 2 comparisons were erroneous. The customer tested on her meter immediately after blood was drawn for the laboratory. The result from the customer¿s meter was 5.7 inr. The result from the laboratory was 4.1 inr. On (B)(6) 2017 the result from the customer¿s meter was 3.3 inr. The result from the laboratory was 2.3 inr. There was no allegation that an adverse event occurred. The customer received no incorrect treatment or medication based on the results from her meter. The meter and test strips were requested for investigation. Relevant retention test strips (lot 196639-10) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material was acceptable.